Event description:
It was reported that during an unknown procedure, the surgeon reported that while using the ligaclip on a vein, rather than clamping it, it ripped a hole in the vessel. The vessel had to be sutured to repair it.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did clip "rip hole" in vein? Did device rip hole in vein? How much bleeding occurred? Was patient given any blood products? Did suturing control bleeding from vein during procedure? Was there any change to procedure? Was there any change to post-op patient care such as reoperation? How was case completed?